Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation, the device allegedly did not activate. It was further reported that another crosser catheter was used to complete the procedure. There was no reported patient involvement.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One crosser catheter was returned. The distal portion of the outer catheter was twisted. The catheter was connected to an in-house generator and injector. The device was able to produce vibrations throughout the entire length of the catheter. Misting was observed coming out from the distal tip, indicating that the device was operating as expected. No flow issues were identified. Upon completion of functional testing, the tip was found to be separated from the outer catheter. Therefore, the investigation is unconfirmed for the alleged activation issue. However, the complaint is confirmed for material twisted and material separation. The root cause of the alleged activation issue could not be determined based upon the available information. It is possible that use-related issues contributed to the twisting of the outer catheter. It is likely that the twisted outer catheter contributed to the tip separation during functional testing. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation, the device allegedly did not activate. It was further reported that another crosser catheter was used to complete the procedure. There was no reported patient involvement.